Event description:
Information provided states that patient had an m6-c device implanted at c6/7 and an anterior cervical discectomy and fusion (acdf) at c7/t1. The patient began experiencing pain and discomfort. Radiographic imaging showed the m6-c disc had collapsed. A revision surgery was performed to remove the disc.

Manufacturer narrative:
The build lhr for fg 0031-15 h80007988 (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk management files were reviewed and no new risks have been identified. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 36 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that patient had an m6-c device implanted at c6/7 and an anterior cervical discectomy and fusion (acdf) at c7/t1. The patient began experiencing pain and discomfort. Radiographic imaging showed the m6-c disc had collapsed. A revision surgery was performed to remove the disc.

Manufacturer narrative:
The build lhr for fg 0031-15 h80007988 (B)(6) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk management files were reviewed and no new risks have been identified. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain rmf 0003 rev 36 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 36 line 12.75 - device explanted. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided radiographic images, the device showed clear evidence of in vivo mechanical failure at approximately 9 years post-op. The device had collapsed, the sheath had cleaved, the endplates were no longer attached to each other, the fiber construct and the core were not present. Furthermore, there was evidence of abrasive contact between the endplates. Pre-revision images confirmed the presence of the reported lytic changes (osteolysis), also confirmed through histology. Without interim radiographs, it was not possible to determine the sequelae of events that led to the failure of this pe.